Event description:
A deputy sheriff responded to a person involved in a vehicle collision and CPR in progress. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not analyze the patient's rhythm. The patient was not resuscitated. The reporter stated the alleged device malfunction did not cause or contribute to the patient's death because of extensive trauma from collision.